Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) was in dwell 2 of 4 when the supply bag fell and disconnected. The hp would restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that supply bag just fell and disconnected and no defects were seen with the cassette or bag. Since the incident, the setup has worked fine and there have been no other incidents. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). A sample was not available. The device was discarded and when asked for companion samples, the home patient refused.